Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and found air gaps in the reference line before the reference block. The fse replaced multiple parts including reference valve and electrodes for sodium, potassium and chloride. The fse primed, calibrated and performed quality control, which all passed. Analyzer resumed normal operation. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of low patient results for sodium (na) on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.